Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted thick blood and thick crystallized contrast visible on the shaft and in the inflation lumen and balloon, consistent with a leak or rupture while in the patient anatomy. The balloon was tightly folded. A new indeflator filled with water was used in an attempt to pressurize the balloon but the balloon would not pressurize due to the thick blood and contrast in the inflation lumen. The balloon catheter was left pressurized in an attempt to dissolve the contrast in the inflation lumen. After being left pressurized the contrast dissolved to reveal fluid leaking from the proximal balloon seal. The proximal edge of the proximal balloon seal had a radial tear. The tear was approximately 2/3 around the seal. The fracture faces were slightly jagged, which suggests that the tear may be related to tensile overload (material stress/fatigue). The inner member at this location was intact. Factors that may contribute to a tear in the balloon include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the lesion/anatomy and/or guiding catheter/guide wire. The patient anatomical information was not provided in the case details which would have aided the investigation; however, there was no report of any leaks or damage to the product noted during visual inspection or preparation for use. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. All dilatation catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Event description:
It was reported that during post-dilatation of a xience v stent, the powersail balloon ruptured below rated burst pressure. The exact pressure was not provided by the site. No patient effects were reported. No additional information was provided.